Event description:
It was reported that a 50-year-old hispanic female patient underwent unspecified breast augmentation with 385cc mentor memorygel breast implant and experienced left side breast implant rupture, and capsular contracture; baker grade iii; diagnosed after physical exam and reviewing pre-op scans (MRI and mammogram). The patient has consulted with the physician. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii explantation date: november 4, 2022 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old hispanic female patient who underwent breast augmentation surgery with 385cc mentor memorygel breast implant (date of implant: (B)(6) 2013) on both sides and experienced breast implant rupture on the left side complicated by a granuloma formation in the left axilla region, breast pain and abnormal sensations on the left side, and confirmed by MRI on (B)(6) 2022, it was also reported that the patient developed capsular contracture bg-iii in the left breast. As a result, the patient underwent bilateral explantation on (B)(6) 2022, during the surgery the right implant was found to be ruptured. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately.

Manufacturer narrative:
On october 26, 2022, mentor received additional information, based on which event description has been updated under field b5, and codes have been added/updated under section h on this form. Reason for device explant and/or reoperation: left rupture, capsular contracture; baker grade iii, paresthesia, and granuloma this supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2022, the mentor failure analysis lab received the device for evaluation. On november 29, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 385cc breast implant was found to be ruptured. In addition, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).